Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted linear lead was retained in the hospital and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.